Event description:
Reporter indicated that a (B) (4) handheld computer's screen was freezing all the time. Reseating the flashcard and resetting the device did not resolve the issue. A replacement handheld was sent to the physician. Good faith attempts to obtain the old handheld for analysis and additional information from the site have been unsuccessful to date.